Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 282 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was unable to complete pump rewind. Customer's outcome pertaining to the complaint. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms.